Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, the event was reported to have occurred between (B)(6) 2015 and (B)(6) 2015. The device was manufactured may 4, 2015 - may 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the infusion rate was slow. There was no patient injury or medical intervention associated with this event. No additional information is available.